Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-14641. It was reported that the patient's lead migrated. As a result, surgery occurred during which the migrated lead was explanted and replaced, which resolved the issue. It is unknown which lead migrated, so both devices are being reported.